Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, there was no reaction from the hand activation buttons. No further info is available. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.